Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported to MFR that the vns pt's device setting were not what was expected when the device was interrogated at a follow up visit. Attempts to obtain add'l info from the physician have been made, but have been unsuccessful to date. The programming history from the handheld is expected to be returned to MFR for review.